Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received that both the device and right ventricular (rv) lead were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
This product is registered as a combination product. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08115. The patient presented in clinic with a pocket infection. No intervention has been performed at this time. The patient was stable and will continue to be monitored.